Event description:
It was reported by the treating physician on 12/13/00 that the pt had a memorylens implant in 2000. Post-procedure, the pt had corneal decompensation. The dr stated that this was not lens related. The dr further stated that the incident is most likely due to the pt having a pre-existing corneal disease.